Event description:
A customer reported to beckman coulter that the access 2 immunoassay analyzer generated an erroneously elevated troponin I (accutni) result within the risk stratification range for one patient. Repeat testing on the same instrument produced an erroneously elevated troponin I result above the acute myocardial infarction threshold. The customer released the initial troponin I result, but confirmed that there was no change to or impact on patient treatment. The customer sent the sample to a reference laboratory for testing and a troponin result of 0.01ng/ml (within the normal reference range) was obtained. The methodology used at the reference laboratory was not supplied.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to verify hardware performance in response to this event. The fse found that the aspirate probes were malfunctioning and concluded the erroneously elevated results, failing qc, failing calibrations, and failing system checks were due to a malfunction of the aspirate probes. A related event occurred on (B)(6) 2013, at the customer site is documented in MDR # 2122870-2013-00160.